Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the patients voice is unable to be heard through the microphone in the scan room. Philips field service engineer (fse) confirmed that the operator was unable to hear the patient at all times. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that sound was not able to be heard through the microphone in the scan room. This occurred on their brilliance ict system. A philips field service engineer (fse) confirmed there was no patient impact as a result of this issue. The fse arrived onsite and was able to confirm, through testing of the audio system, that the gantry microphone had failed. The fse evaluated the system and determined that the microphone on the breathing light assembly had failed. The fse replaced the breathing light assembly to resolve the issue and returned the system to full functionality. The device was returned for use fully functional. This event has been determined not to be a reportable event.